Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to hospital due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of incident was 208 mg/dl. Customer had experienced the symptoms related to the high blood glucose were nausea, vomiting, abdominal pain, difficulty breathing and large ketones. Customer was treated with insulin pump for high blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.